Event description:
It was reported that during use with 2 bd precisionglide¿ needle 30gx1/2in ga leakage occurred at the hub. There was no report of patient impact. The following information was provided by the initial reporter: leaking at catheter hub during procedure.

Manufacturer narrative:
Investigation summary: it was reported there was leakage from the catheter hub during a procedure. To aid in the investigation, two samples with the plastic shields, but no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One sample has a molding short shot at 3/8" from the bottom part of the needle hub. The other sample does not have the short shot. Each sample was then connected to a syringe with saline solution. One sample has leakage through the short shot and the other one does not have leakage. This defect could occur if there was a process variation during the needle hub molding. A device history record review was completed for provided material number 305107, lot 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.